Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue first started ¿1 month ago¿ when she obtained the alleged inaccurately high results of ¿220 and 230 mg/dl¿ with the subject meter compared to her feelings and/ or normal results. The patient was unable to provide a more specific date or time. Meter to feelings/ normal results comparisons do not meet the criteria necessary for lifescan to determine the possibility of an inaccuracy. The patient manages her diabetes with novolog insulin (self-adjuster) and lantus insulin (fixed dose ¿ 50 units at night). She reported that, in response to the alleged inaccurately high results obtained, she took the appropriate dose of novolog insulin according to a sliding scale. The patient claimed that following this action she began to develop the symptom of feeling ¿shaky¿. The patient reported that at this point, in response to the alleged symptom, she tested her blood glucose on her sister¿s meter and obtained a result that was lower than the earlier result obtained on the subject meter. The patient could not provide the specific result obtained. There is no information to suggest that the patient received any further treatment beyond her usual routine of diabetes management. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing and the test strips had been stored correctly and had not expired. The csr was unable to walk the patient through a control solution test as the patient did not have any control solution. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after taking an increased dose of insulin due to alleged inaccurately high results obtained with the subject meter.